Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 29) occurred during the load sequence. A cartridge change was performed resolving the alarm. Additionally, it was reported that resistance was experienced during the fill process. Customer successfully loaded the cartridge onto the pump. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 29 was verified. The cartridge resistance investigation could not be completed as the cartridge was not returned.